Event description:
It was reported there was a device thrombus. In (B)(6) 2017 a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted in the laa of the patient. The patient was believed to be on aspirin and clopidogrel without warfarin. The patient received regular follow up transesophageal echocardiogram (tee) imaging procedures which were clear of thrombus through (B)(6) 2019. The patient had another tee in (B)(6) 2020. The imaging showed that there was a thrombus on the threaded insert of the closure device. The patient was put on warfarin and was continued to be monitored. The patient had no symptoms or complications due to this event. The physician stated that this may have been due to a hypercoagulable state as the patient has cancer as well as other cardiac issues.